Event description:
Customer was hospitalized for dka. There were no significant events noted prior to the incident. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The family member called back and stated an alarm occurred. It was noted that pt ran out of sets and family member ran out of sets and pt is still at the hospital. The family member was advised that the customer will need to revert to a back up plan per md protocol unitl pt can get more supplies.